Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome-other. The patient reported that in (B)(6) of 2015 they went to the hospital to have a new catheter installed for their pump. The healthcare provider felt it was clogged or cracked. The catheter was changed but the pump became infected. It was removed and a new one was not installed. The drug, other medications the patient was taking at the time of the event, the patient's pertinent medical history, symptoms related to the catheter issue and infected pump, the cause of the catheter issue and infected pump not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.